Manufacturer narrative:
(B)(4). Batch # k5ef37. The following information was requested, but unavailable: what type of procedure was the device used in? ¿no information. Was the device locked on tissue with the jaws closed?...no information. If yes, how was the device removed? Did the jaws eventually open?...no information. On which firing did this event occur (1st, 2nd, 12th, etc.)?...no information. The analysis found that one sc60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, the jaws were not opened after the firing. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that firing trigger was not hold completely.